Event description:
The fse reported that the system was stopped .this resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep evaluated the system and recommended reloading the software; however, no conclusion can be drawn as further repair info is not available at this time.